Event description:
The customer reported that they received a 'leak detected in centrifuge' alarm during a mononuclear cell (mnc) collection procedure. Approximately 290 minutes into the procedure,they noticed a leak at the inlet line at the lower hex. Per the customer, the operator noticed ared cell spray along the basin. Patient's identifier and age are not available at this time. This report is being filed in response to the customer filing a medwatch report, which was found during an internal (B)(4) database search.

Manufacturer narrative:
Investigation: the disposable set was returned for investigation. Upon visual inspection, a leak was noted from the red inlet line where it was tacked to the inside of the lower loop sleeve at the lower hex. Solvent used to tack the tubing inside the loop sleeve may have leached up the loop sleeve towards the top of the sleeve. A review of the lot for similar reports was carried out and none have been reported. Root cause: a definitive root cause was not identified. A potential cause may include a weak point on the inlet tube related to the presence of solvent. Solvent is applied to this part in a controlled manner during manufacturing, however, the manner in which it adheres to the part scan vary; this can potentially cause a weakness in the tubing.

Manufacturer narrative:
This record was identified during a retrospective review of MDR's to identify records in which an event occurred, but the type of reportable event was not indicated appropriately in the MDR form. This supplement is being filed to modify information in and to align with the reported event.

Manufacturer narrative:
Investigation: the dispensing of solvent for the loop sleeve is a controlled, metered operation. Solvent volume is highly controlled, however, it is possible that an assembler could dispense twice into the same side of the loop sleeve. This could then weaken the tubing and,after a period of time in the centrifuge, result in a premature failure of the loop. The run data file (rdf) was analyzed for this event. The signals in the run data file indicate that the spectra optia system operated as intended by identifying a leak in the centrifuge and triggering the leak detected alarm. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Correction: manufacturing staff were made aware of this incident and retrained to the appropriate procedures.